Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, pocket infection was observed. The physician did not allege the infection was due to device or the procedure. The device system was explanted. The patient tolerated the procedure well and was stable. The patient was kept in the hospital for a week for antibiotics.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.